Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an extracorporeal membrane oxygenation procedure using a 16.5f sheath. Reportedly, the lever was lifted to deploy foot (step 1) but the foot did not open. Another proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Device analysis revealed that the actuator wire was separated from the sled. No additional information was provided.